Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure removed this april') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I only have coil on the right" and device malfunction "malfunction of the device during procedure horrific 2 hr prevented essure coil insertion on left". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced thyroid mass ("my thyroid was found to be enlarged last fall with multiple nodules on each lobe"), pain in extremity ("right leg pain"), peripheral swelling ("leg swelling came back"), alopecia ("hair loss"), pruritus ("itch constantly"), cognitive disorder ("cognitives affected"), sinusitis ("sinus"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure on (B)(6) and sinus surgeris). Essure was removed. At the time of the report, the medical device removal, thyroid mass, pain in extremity, peripheral swelling, weight increased, alopecia and pruritus outcome was unknown. The reporter considered alopecia, anxiety, cognitive disorder, depression, medical device removal, pain in extremity, peripheral swelling, pruritus, sinusitis, thyroid mass and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: thyroid mass, medical device removal, peripheral swelling, pain in extremity and weight gain, device malfunction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure removed this april/medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I only have coil on the right" and device malfunction "malfunction of the device during procedure horrific 2 hr prevented essure coil insertion on left". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced thyroid mass ("my thyroid was found to be enlarged last fall with multiple nodules on each lobe"), pain in extremity ("right leg pain"), peripheral swelling ("leg swelling came back"), alopecia ("hair loss"), pruritus ("itch constantly"), cognitive disorder ("cognitives affected"), sinusitis ("sinus"), anxiety ("anxiety"), depression ("depression"), hypoaesthesia ("numbness in my hands/ also outside of my thighs/hip area") and paraesthesia ("tingling in my hands/also outside of my thighs/hip area ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure on 26th april and sinus surgeris). Essure was removed. At the time of the report, the medical device removal, thyroid mass, pain in extremity, peripheral swelling, weight increased, alopecia, pruritus, anxiety, depression, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered alopecia, anxiety, cognitive disorder, depression, hypoaesthesia, medical device removal, pain in extremity, paraesthesia, peripheral swelling, pruritus, sinusitis, thyroid mass and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: thyroid mass, medical device removal, peripheral swelling, pain in extremity and weight gain, device malfunction. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information: reporter¿s information. Events ¿ numbness in my hands/ also outside of my thighs/hip area and tingling in my hands/also outside of my thighs/hip area, references details and source documents were transferred from deletion case no.(B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure removed this april') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced thyroid mass ("my thyroid was found to be enlarged last fall with multiple nodules on each lobe"), pain in extremity ("right leg pain") and peripheral swelling ("leg swelling came back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure on 26th april). Essure was removed. At the time of the report, the medical device removal, thyroid mass, pain in extremity, peripheral swelling and weight increased outcome was unknown. The reporter considered medical device removal, pain in extremity, peripheral swelling, thyroid mass and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: thyroid mass, medical device removal, peripheral swelling, pain in extremity and weight gain". Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media record received. Events" weight gain, right leg pain, leg swelling came back" were added. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure removed this april') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced thyroid mass ("my thyroid was found to be enlarged last fall with multiple nodules on each lobe"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and thyroid mass outcome was unknown. The reporter considered medical device removal and thyroid mass to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: thyroid mass, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure removed this (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I only have coil on the right" and device malfunction "malfunction of the device during procedure horrific 2 hr prevented essure coil insertion on left". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced thyroid mass ("my thyroid was found to be enlarged last fall with multiple nodules on each lobe"), pain in extremity ("right leg pain"), peripheral swelling ("leg swelling came back"), alopecia ("hair loss"), pruritus ("itch constantly"), cognitive disorder ("cognitive's affected"), sinusitis ("sinus"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure on (B)(6) and sinus surgeries). Essure was removed. At the time of the report, the medical device removal, thyroid mass, pain in extremity, peripheral swelling, weight increased, alopecia and pruritus outcome was unknown. The reporter considered alopecia, anxiety, cognitive disorder, depression, medical device removal, pain in extremity, peripheral swelling, pruritus, sinusitis, thyroid mass and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: thyroid mass, medical device removal, peripheral swelling, pain in extremity and weight gain, device malfunction. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events " alopecia¿ was added. Reporter were added. On 23-mar-2020: information received via social media. Events " pruritus and cognitive disorder¿ was added. Reporter were added. On 23-mar-2020: new events sinus infection, anxiety and depression were added. On 23-mar-2020: social media received. Reporter information added. On 23-mar-2020: social media received: reporter information were updated. On 23-mar-2020: fu 8 and 9 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure removed this (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I only have coil on the right" and device malfunction "malfunction of the device during procedure horrific 2 hr prevented essure coil insertion on left". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced thyroid mass ("my thyroid was found to be enlarged last fall with multiple nodules on each lobe"), pain in extremity ("right leg pain") and peripheral swelling ("leg swelling came back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure on (B)(6)). Essure was removed. At the time of the report, the medical device removal, thyroid mass, pain in extremity, peripheral swelling and weight increased outcome was unknown. The reporter considered medical device removal, pain in extremity, peripheral swelling, thyroid mass and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: thyroid mass, medical device removal, peripheral swelling, pain in extremity and weight gain, device malfunction most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: events I only have coil on the right and malfunction of the device during procedure horrific 2 hr prevented essure coil insertion on left added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.